Event description:
Customer reported leaking at top of the silicone segment from an IV set during a chemotherapy infusion while on a patient. Biomed states that the set was received after (B)(6) 2011. There was no patient harm reported and no medical intervention was required. Although requested, customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.